Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13i06094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection site between the cassette tubing and the bags was damp. However, the home patient (hp) stated that there were no cuts, holes or slices and the connection was tight. There was no huge puddle observed at the connection site but rather just a couple of drops near it. The hp stated that the therapy has been going well since. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.